Event description:
It was reported that a spectrum pump would not recognize that the door was open during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'does not recognize door open' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a binding link. The link and link switch require adjustment/verification to address this issue. Should additional relevant information become available, a supplemental report will be submitted.